Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove was confirmed through observation. The reported deflation issues could not be confirmed due to the condition the device was received for analysis. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) lists 60% contrast diluted 1:1 with normal saline as the require material for prep. Additionally, the IFU, also lists delivery system preparation to be performed prior to delivery procedure. In this case, it is unknown if the IFU violation related to incorrect prep and incorrect contrast caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. However, factors that may contribute to difficulty to deflate include, but are not limited to, deflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Additionally the reported difficulty to remove appears to be related to operational context of the procedure as it is likely the undeflated balloon interacted with the guiding catheter during removal. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed long lesion in the right coronary artery, second segment. A 3.5x48mm xience xpedition stent delivery system (sds) was inflated to 14 atmospheres a single time and the stent was successfully deployed. Negative pressure was held until no contrast was seen; however, the balloon was not able to be deflated. The 1/3 distal of the balloon remained inflated and could not enter the guide catheter. The balloon was removed inflated. The sds was not prepped prior to use and the contrast mix was 1/3 visipiaque: 2/3 serum. The stent was put in place and the patient is ok. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.